Manufacturer narrative:
The root cause for the leak was a broken waste block on the probe wipe. The issue was resolved with the services performed by the fse. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)

Event description:
Customer called to report that the probe wipe waste block of the coulter lh750 hematology analyzer was broken and leaking a clear liquid. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument, but did not observe the instrument leaking. The fse did, however, find that the waste block on the probe wipe was broken. The fse replaced the probe wipe assembly, which resolved the issue. The repairs were verified per established procedures, and the results met published performance specifications.